Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept rebooting again and again. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'kept rebooting again and again' was not reproduced. A review of the event history log revealed ''improper shutdown" messages however the log cannot determine whether the device powered off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.